Event description:
It was reported that the patient was experiencing a sensation of dyspnea while speaking and hoarseness. When seen by otolaryngology, it was noted that the patient has left vocal paresis and had an injection in the vocal fold. It was stated that the patient has had previous neck trauma and had to be trached after an accident due to a seizure, prior to vns placement. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: follow-up report #1 inadvertently did not update the field to "(B)(6)".

Event description:
Follow up with the medical professional's office revealed that the dyspnea and hoarseness were due to the patient yelling at her dog. The adverse events occurred with and were exacerbated by vns stimulation. The reported vocal cord paresis was related to the patient yelling at her dog. It was unknown if the paresis was temporary.